Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had high blood glucose but not hospitalized. Customer's blood glucose at time of incident was unknown mg/dl. The customer has not taken a correction. The customer was offered to troubleshoot for high blood glucose and she declined. The customer stated her health care provider changed her basal from 0.7 unit to 0.8 unit and she wants to know if she should fill the reservoir more than usual to accommodate this change. Customer was advised to monitor usage over the next set change and make the adjustment based on that.